Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Manufacturer narrative:
The product was requested back for an investigation. At this time, the product has not been returned. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. A follow-up report will be submitted once additional information is obtained. Note: the results of the readings were plotted on a parkes error grid and fell into the "a" zone showing the difference in values was not clinically significant.

Event description:
A customer reported that on (B)(6) 2010 and (B)(6) 2010 he received in the evening "different readings all over the place". He also reported the following readings were obtained within ten minutes on his freestyle lite blood glucose meter: 176 mg/dl and 138 mg/dl. In addition, he reported he took too much insulin, experienced symptoms of hypoglycemia (disorientation and sweatiness) and passed out. The date of the medical event is unclear. The paramedics were called and the customer was reportedly treated with glucose intravenously. He also reported he was not transported to a health care facility, and no further third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event.